Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to have a crease at anterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, mentor became aware that patient suffered left side deflation and right side symmetry issue. Hence, the patient underwent bilateral explantation and replacement with catalog number 3506504bc; serial number (B)(6) on the right side and with catalog number 3506504bc; serial number (B)(6) on the left side on (B)(6) 2019. On 10/4/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the patient¿s right-sided device. Left side issue is being reported in a separate report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation.: right deflation. Concomitant medical products: left side; 500cc mentor smooth round moderate plus profile; catalog number: 3502500; serial number: (B)(4) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 500cc mentor smooth round moderate plus profile and was presented with breast implant deflation on her right side postoperatively. As a result, the device will explanted, and replaced with mentor gel implant on (B)(6) 2019.